Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake (not further specified). On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin injection 2 grams every five days (route and duration not reported), fortum injection 1 gram once a day (route and duration not reported), and heparin injection (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event and the peritoneal effluent fluid was reported to be clear. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient was recovered from the peritonitis event. It was reported ¿the patient was doing well¿. Should additional relevant information become available, a supplemental report will be submitted.